Event description:
The customer reported to olympus, the bronchovideoscope gave communication error e216 (no image). The issue was occurred during preparation for use. The therapeutic procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed; due to damage on ccd (charged coupled device ) unit e216 scope communication error occurred. Additional evaluation findings are as follows: control unit was sticky due to water leakage, suction connector was sticky due to water leakage, scope connector cover unit was sticky due to water leakage, due to wear of angle wire, bending angle in up direction did not meet the standard value, an abnormal sound was made due to damage on angulation lever, and connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: e1 - reporter phone number. G2 - removed health professional . A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation a definitive root cause could not be determined. However is likely that scope communication error (e216) and no image displayed was due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be prevented by following the instructions for use which state: warnings and cautions: caution. Turn the video system on only when the endoscope is connected to the video system center. In particular confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the froze image may not be restored during the examination. Inspection of the endoscopic system: inspections of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. Troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.